Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that an leakage issue event on (B)(6) 2026.while patient reported infusion set tubing detached from connector. Customer reports set has been in use for one hour. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 5.